Event description:
It was reported that during preparation of a 3.50x18 rx xience xpedition stent delivery system, the stent dislodged within the protective sheath when the protective stent sheath was removed. There was no reported resistance during removal of the protective sheath. The device was not used and there was no patient involvement. A new same device was used successfully in the procedure. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.